Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported the customer had a discrepancy between their sensor glucose and blood glucose readings. The customer stated the sensor glucose reading would be off by 100 points. The customer also reported receiving a change sensor alarm. Customer also reported having a low blood glucose of 23 mg/dl the night prior. The customer declined to troubleshoot. No additional information provided.